Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The customer stated that the battery gauge was at 95% and the gauge jumped up to 100% without charging the pump. Reportedly, the customer last charged the pump the day before to 100%. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for diabetes management.